Event description:
A customer contacted beckman coulter (bec) reporting approximately 20 mls of a blood and diluent mixture leaked from the coulter lh 750 hematology analyzer onto the counter. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found the leak from a disconnected tubing at the pinch valve (pv46a). The fse re-attached the tubing resolving the leak. The fse verified the instrument with a shutdown, 2 startups and controls. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).